Event description:
A call was received through technical services reporting that the patient suffered a cardiac arrest. The device detected ventricular fibrillation and tried several times to deliver therapy, however all shocks were less than five joules. The high voltage lead impedance was less than 20 ohms. Approximately 12 minutes later, the device delivered a full shock and rescued the patient. The hv lead impedance was 66 ohms at that time. The patient was placed on a ventilator, and died three days later. The cause of death was cardiac arrest and no brain activity. It was noted that the lead was tested for insulation failure three weeks prior to this event. The device vdefib trend was analyzed and appeared normal. It was felt the device functioned as expected. It is not known if the device and lead were explanted.